Manufacturer narrative:
An employee had initiated a processing cycle and left the room. Upon the employees return they observed water to be leaking from the front of the processor. The instrument present during the time of the event was reprocessed before use. A steris service technician arrived onsite to inspect the processor. The technician initiated a diagnostic cycle and observed water to be leaking from the front as the unit began to fill. The technician removed the bottom shroud, inspected the lid latch assembly and found worn sleeve bearings. The lid latch assembly was removed and disposed of. The technician replaced the lid latch assembly ran a diagnostic and processing cycle and confirmed the processor to be operating properly with no issues or leaks. The processor was placed back into service and no additional issues have been reported.

Event description:
The user facility reported that water was leaking from their system 1e processor. No report of injury or procedural delays or cancellations.